Event description:
The user facility reported a 62yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported the during support, the pump failed to re-cross valve after the pump fell out of the ventricle. A new impella 5.5 was used with no harm to the patient.

Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The device was not returned for evaluation. However, the clinical report provided details to determine the root cause. The root cause of the positioning issue was due to patient movement as the patient pulled out the pump while turning. This report is being filed as part of a retrospective review of historical records.